Manufacturer narrative:
Additional information has been received regarding the serial number and primary UDI number change which was not included in the initial report. So, the serial number and primary UDI number has been updated in section d4. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of the travel. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed displacement dose accuracy. Performed leadscrew reset torque test. Inpen passed and is within specification (ccw: 5.0 ozf-in). Performed leak test and no priming anomaly was noted. Inpen passed front cap investigation. In conclusion: no mechanical malfunctions noted during testing that could affect insulin delivery. Therefore, the customer concern of leadscrew anomaly could not be confirmed. Inpen received working as design. No malfunctions noted during testing that could affect insulin delivery. Unable to verify alleged high bg. The patient complaint of inpen not working could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and pain. The customer also reported that the inpen was not dispensing the insulin. Blood glucose value at the time of event was 400 mg/dl. The customer was treated for hyperglycemia with manual injection. The event involved product(s) mmt-105elpkna. Troubleshooting was performed. The customer stated that the issue was not resolved. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No further patient complications were reported. The customer will discontinue use of the insulin pen. Mmt-105elpkna was requested, and the customer's response was that the device would be returned.